Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. (B)(4).

Manufacturer narrative:
(B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t showed signs of bacterial count increase during set-up. There was no patient involvement. A sorin group service technician was dispatched to the facility to investigate the reported contaminated device. The inspection of the outer and inner parts of the sorin heater-cooler system revealed residuals and biofilm in several locations. Photos were taken and sent to sorin group (B)(4) for further evaluation. Based on the obvious biofilm in the water circuits of the inspected device, it has been concluded that the users have not strictly followed the cleaning and disinfection instructions outlined in the IFU. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Manufacturer narrative:
The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). (B)(4). Sorin group received a report that the sorin heater-cooler system 3t showed signs of bacterial count increase during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the sorin heater-cooler system 3t showed signs of bacterial count increase during set-up. There was no patient involvement.